Event description:
Contact reported that fusion hardware was implanted in 2003 for an l4 compression fracture. Patient came back to the hospital in march 2005 and requested removal of the hardware. Surgeon decided to remove it after reviewing their x-ray and found that fusion had formed. Doctor noted that one pedicle screw had broken. As a revision was performed and the screw was broken an mde is being filed.